Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2: japan. Visual examination of the returned products identified both devices were returned fractured. Both of the inserter prongs on one device are fractured and not returned, and one of the inserter prongs on the other device is fractured and not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports. 0001825034-2023-01068. Item#912068; lot#0002308762.

Event description:
It was reported that during the surgery, the tip of inserter was fractured. The fractured piece of inserter has been retained in the patient's bone. Attempts have been made and no further information has been provided.